Manufacturer narrative:
The investigation into the ventricle perforation has been completed. The product was not returned. Per the clinical information provided, the root cause of the ventricle perforation issue was patient condition related to the narrowing of ventricular lumen leading to interference between the fragile myocardial tissue and the tip of the impella inflow cage. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant in japan reported that using surgical mode, a left ventricle perforation was detected before weaning from cardiopulmonary bypass after mitral valve repair (mvr) surgery, and left ventricular repair surgery was performed after impella 5.5 was removed. It was speculated that interference between the fragile myocardial tissue and the tip of the impella 5.5 inflow cage caused the perforation.